Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter alleged that battery life was shorter than expected. Additionally, it was reported that a replace battery code beginning with 128-fxxx (where x is any number or letter) was present in the alarm history and this alarm had occurred at least 3 times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: several eaw-128 fxxx alarms, which are defined as post delivery motor power supply faults and can be indicative of the type of issue that was reported, were observed in the black box data. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during the analysis. The battery compartment was found to be intact. Evaluation revealed that the pump drew electric current at levels within the specifications. Several load step functions were performed to exercise the motor; no errors, alarms, or warnings were observed during the analysis: the reported 128-fxxx issue was not duplicated. The pump case was removed, and evidence of moisture damage was found on internal components, among which were motor circuit components; the relation of this device failure to the reported 128-fxxx issue can not be determined, as the reported 128-fxxx would have to be duplicated to determine such. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.